Manufacturer narrative:
Product #1 pi main [pi-2020-0227465-01]. It was reported to abbott that the procedure was aborted as the new lead was not able to be implanted. Tm reported following the (B)(6) 2020 surgery to address lead migration (ts-1587231). After removing the two drg leads, the physician was unable to place a new drg lead (serial (B)(6). Physician then explanted the ipg and ended the procedure with no implanted devices. All information pertaining to this event has been reviewed and no further action is required at this time.

Manufacturer narrative:
The method/results/conclusion codes will be sent in a subsequent report once investigation is complete.

Event description:
It was reported that the physician was unable to implant a lead due to patient anatomy. As a result, the case was abandoned and no products were implanted.